Event description:
The event is reported as: there is oxygen leakage around the adaptor at the connection to the water bottle. No injuries reported.

Manufacturer narrative:
Product has not been received by MFR for eval at time of this report. The investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.